Event description:
Medtronic rec'd info that the tip of this cannula detached during decannulation, and remained in the pt. Subsequently, the tip was successfully retrieved with no adverse effect to the pt.

Manufacturer narrative:
(B)(4). Analysis: visual inspection revealed the blue distal tip was detached from the cannula when rec'd. Visual inspection under magnification showed no evidence of bonding residue at the distal tip of the cannula tip. Performance testing could not be performed, because the device was not considered functional. The device history review did not reveal any nonconformities. The unit will be analyzed at the contract MFR. Conclusion: in conclusion, the device tip detachment directly contributed to this event. Further investigation is ongoing, and once complete, a supplemental report will be filed.